Manufacturer narrative:
Philips service replaced the foot switch and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the foot switch malfunction caused illumination failure on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.